Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: lot no - additional/ correction . Primary UDI number: correction. H2: type of follow up - additional/ correction . H6: type of investigation - additional/ correction.